Event description:
It was reported that the surgeon was impacting bone chisel into disc space to prepare inter body for plif cage. The box chisel broke inside the patient. The surgeon around the box chisel and it took 30 minutes to remove. The surgeon then asked for another box chisel, and proceeded to break that one in the same manner. It took another 30 minutes to remove the other broken piece.

Manufacturer narrative:
Method: device evaluation and device history review results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The broken instrument was approximately 3 years old at the time of the reported event. The returned reliance box chisel 8 mm was confirmed to have a fractured tip as reported upon visual inspection of the returned device. Conclusion: the plausible root cause of the reported event is normal device wear based on the age of the returned instrument.

Event description:
It was reported that the surgeon was impacting bone chisel into disc space to prepare inter body for plif cage. The box chisel broke inside the patient. The surgeon around the box chisel and it took 30 minutes to remove. The surgeon then asked for another box chisel, and proceeded to break that one in the same manner. It took another 30 minutes to remove the other broken piece.